Event description:
The pt experienced return of pain and no stimulation. The pt reported she had not tried to charge her implantable neurostimulator (ins) since 2008, and prior to that she was not able to successfully charge. The pt was unable to communicate with the ins using the pt programmer or recharger. The pt notified and went to her healthcare professional (hcp) in 2009, and was told if she could not charge at home, the ins would need to be replaced. A physician mode recharge (pmr) was recommended to see if the battery could be restored; it was unk if a pmr had been attempted. The ins was replaced for battery end of life. The pt outcome was reported as "no injury".